Event description:
It has been reported to co that during the procedure when changing out a wire, the physician attempted to reload the wire into the hub of the device, the wire failed to advance. However, with the use of an introducer tool the wire advanced. The pt is reported as fine and the device is being returned for co's analysis.